Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic and diaphragmatic stimulation. During the lead revision procedure, high thresholds were observed. The physician inactivated and replaced the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.